Manufacturer narrative:
The customer¿s report of broken/separated tubing was confirmed. Visual inspection of the set noted that it was completely separated at the engagement between the lower fitment and the silicone pump segment, and the retainer ring was no longer in place at the lower end of the pump segment. However, microscopic examination showed a circle of indentation around the lower end of the segment, which indicated that a retainer ring had been in place previously. Because of the missing retainer ring, effective functional testing of the set was not possible, and such testing was deemed unnecessary due to the obvious separation. The root cause of the separation could not be determined.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that after an air bubble was noted in the tubing, the tubing broke and sprayed the nurse in the face with the IV solution. There is no report of patient harm.